Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints for the reported lot. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure, lens found to have divot bubble in the middle of the lens. Procedure was completed. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that, the patient experienced irritation due to the lens. The lens was removed. A replacement lens was used to complete the surgery. The lens was a faulty lens that bubbled up and folded up on itself.